Event description:
It was reported that the patient has expired after an implant duration of approximately 2.5 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00052, 3005099803-2010-00053, 3005099803-2010-00050 and 3005099803-2050-00054, 3005099803-2010-00055 for the other associated device information.it was reported to boston scientific corporation that 6 resolution clip devices were used during the clipping of a dieulafoy lesion, with major bleeding,located in the rectum. The procedure was performed on december 16, 2009. The age, sex, and weight of the patient is unknown. According to the complainant, the nurse prepared the clip and inserted it into the working channel. The nurse tried to open the clip without success. This occured with a total of six clips. They completed the case with a different manufacturer's device. No serious injury was reported as a result of this event. Additional information:there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.